Event description:
It was reported by the rep the device was used during a laparoscopic nissen fundoplication. It was reported the product did not sufficiently cut and coagulate tissue when activated to do so. 07/22/1998 a lcs10 was pulled to complete the procedure. There was no consequence to the pt.